Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is damaged at the midpoint of the pad. Additional unrelated observation to the customer complaint: the instrument was found to have the curved blade broken at the base. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The probable root cause for the broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white gasket of the harmonic ace instrument broke. A backup instrument of the same kind was used to complete the procedure with no patient harm.